Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 3 devices received. 6 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 5 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 4 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 9 devices were received.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.